Event description:
Per clinical trial cp-1060: on 8/8/14, patient underwent bilateral revision augmentation; implant revision using a short scar incision. 1 piece of galaflex was cut in half and placed bilaterally. Concomitant procedure was a nipple lift. On (B)(6) 2014 east swelling was reported. On (B)(6) 2014, patient had an additional procedure to remove implant and mesh. (Bilateral? One side?) Patient also received medication (cipro). Resolved without sequelae on (B)(6) 2014. On (B)(6) 2014, patient underwent another p4hb revision augmentation procedure on the right breast only. The right breast implant and mesh were replaced (as they had been removed, above). No further aes were reported. Review by medical affairs identifies the swelling as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including breast swelling and removal of the mesh. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR represent the lot # 140259 of galaflex (device #2). An additional MDR has been submitted to represent the lot # 130276 of galaflex (device #1).